Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2011. The facility submitted (B)(4). The product associated with this report has not yet been returned. Based upon the serial number and partial implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Further info from the reporter regarding the implant date has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Company rep reported the explant of a lap-band. No info has been provided regarding the reason for the explant of the device. Add'l info received via a letter from the FDA from a facility that reported the removal of a lap-band device as "the tubing was attached. Toward the open side of the port was broken, close to the lap band itself."